Event description:
It was reported by service report that there is no nurse call from the pendant. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results headwall interface cable.